Event description:
On (B)(6) 2015, the reporter contacted lifescan france, alleging an inaccurate control solution result of "176 mg/dl" which was outside the expected range. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.